Manufacturer narrative:
Final device analysis results reveal the #1 conductor wire is broken; the fracture is located 21-cm from the distal tip of the lead.

Event description:
The product report shows the product was replaced because the pt required transverse tripole stimulation therapy; three scs leads were placed, an octad plus two quadripolar units. There was no injury to the patient; the pt recovered without sequela. The device was explanted and returned for analysis.